Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger rod broke on the bd plastipak¿ concentric luer lock syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from dutch: "customer reported that two syringes had broken plunger."

Event description:
It was reported that the plunger rod broke on the bd plastipak¿ concentric luer lock syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from dutch: "customer reported that two syringes had broken plunger.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-aug-2022. Investigation summary: two samples were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.